Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Linked to mfg report numbers: 9615741-2018-00062, 9615741-2018-00063, 9615741-2018-00064, 9615741-2018-00065.

Event description:
The bone and joint journal (2018) published: "mid-term follow-up of patients with hindfoot arthrodesis with retrograde compression intramedullary nail in charcot neuropathy of the hindfoot". The purpose of this study is to evaluate the mid-term outcome of hindfoot reconstruction in terms of union, function, alignment, and complication rate in patients with deformity of the ankle secondary to charcot arthropathy presenting with or without ulcers, with the major endpoint being the rate of limb salvage. A total of 18 patients (19 feet) with an advanced degree of ankle and subtalar joint instability and/or deformity were operated on during the study period (january 2011 to june 2013). One patient developed an ulcer underneath the fifth metatarsal head due to a persistent hindfoot varus and pronation of the foot six months after surgery. An additional procedure was performed, including removal of the calcaneal screws and a supination abduction osteotomy of the chopart joint, to achieve correction. Additional information has been requested to the author.

Manufacturer narrative:
Integra has completed their internal investigation: as product was not returned, no failure analysis was performed. As DHR review and failure analysis could not be performed, root cause cannot be determined. However, physical condition, preoperative risk factors and etiologies of the patients might be reason of ulceration.